Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was scratched and noted prior to injecting in the eye. A new cartridge from a different lot was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The cartridge tip had heavy stress and two aneurysms on the bottom. The nozzle also had a pressure line along the bottom which appeared to have been caused by the plunger. The used company cartridge was cleaned for further evaluation. Topcoat dyes stain testing was conducted with acceptable results. Twenty unopened company cartridges were also returned. Two sample were pulled randomly for evaluation. The samples were numbered 1-2 for evaluation purposes. The two sample were opened and evaluated. The company cartridges were microscopically examined with no damage or abnormalities observed. The cartridges was functionally tested per the instructions for use (IFU) using a qualified company blue handpiece, company, 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the IFU. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the reported scratch could not be determined. The lens was not returned. The used company cartridge had damage that would indicate a plunger underride occurred. The nozzle had a pressure mark along the bottom and tip had two aneurysms. This type of damage can occur when the lens ad plunger not in proper positions for advancement. Top coat dye stain testing was conducted with acceptable results. Two of the returned unopened company cartridges were evaluated. The company cartridges were microscopically examined with no damage or abnormalities observed. The cartridges was functionally tested per the IFU using a qualified company blue handpiece, company, 27.0 diopter lens and company viscoelastic. The cartridge was filled with viscoelastic per the IFU. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the (ophthalmic viscosurgical device) ovd filled cartridge. The lens should be inserted until the optic is a little more than halfway inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: 2025-17056 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.